Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified that the device had not been in for service yet. The pump was tested, and it was determined that it emits an overpressure warning during normal operation. The battery was tested, and it was determined that it would not charge. The root cause could not be determined. The device will be submitted for functional and delivery tests after repair activities are completed; the device shall be returned to the customer once passing results for functional/delivery tests are confirmed.

Event description:
It was reported that the device exhibits overpressure despite free line, the battery was defective and could not be charged. There was no reported patient involvement.